Event description:
During a plasma collection procedure in the second cycle the donor valve stuck closed. The donor was moved to another machine and 2 cycles latre pink plasma was observed which is a sign of possible hemolysis.